Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00165 on 08/04/2017 for a false low advia centaur tsh3-ultra ((tsh3-ul) patient result. 08/16/17 - additional information: siemens has tested the return patient sample, and the results are considered to be normal. The patient sample was received thawed, with no ice pack. Siemens has requested additional information for investigation. Siemens test results of the returned customer sample. Advai centaur xp assay: lot : result: tsh3ul, 114301, 1.206 uiu/; tsh3ul, 114297, 1.188 uiu/ml; tsh, 001281, 1.40 uiu/ml; ft4, 113080, 0.81 ng/dl.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00165 on 08/04/2017 for a false low advia centaur tsh3-ultra ((tsh3-ul) patient result, and MDR 1219913-2017-00165 supplemental report 1 on 08/31/2017 for additional information (returned sample results). 09/11/17 - additional information: patient's preexisting medical conditions: malignant thyroid tumor post-surgical hypothyroidism based on the low tsh reports. The patient has been tested since 2013 (results not provided). Patient's medications: thyroxine, amlodipine besylate, micardis-80, plavix, metoprolol tartrate. 09/27/17 - additional information: the results obtained by siemens from the returned sample (reported in MDR supplemental report 1) were observed to be normal on both the advia centaur tsh and adva centaur tsh3 ultra assays. Siemens did not observe the same low result that the customer reported. The cause for the false low advia centaur tsh3-ultra ((tsh3-ul) patient result is unknown, and may be attributed to the differences in medications the patient is taking or sample preparation/sample storage. No conclusion can be drawn. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) states in the limitation section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection."

Manufacturer narrative:
The cause for the discordant low advia centaur xp tsh3-ultra result is unknown. Siemens is investigating, and has requested the patient sample for testing. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) states in the limitation section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection."

Event description:
A false low advia centaur tsh3-ultra ((tsh3-ul) result was obtained on a patient sample. The physician was expecting a higher tsh value, and questioned the result. The patient sample was sent to another laboratory, tested on an alternate tsh test method, and the result was higher. The physician suspects a potential sample interferent. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant advia centaur xp tsh3-ultra result.